Event description:
During post-dilatation of a promus stent in the proximal lad with a 10 x 3.0 dura star, the dura star ruptured at 8 atmospheres. A powersail balloon was used to successfully complete the post-dilatation. There was no report of pt injury.

Manufacturer narrative:
The product is reported to be available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.